Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 6 accessory pack btt wasn't allowing flow. The hospital went into the other leg and used a competitor's product to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the body of the device. The luer lock valve was observed to be broken out of the port. The valve was observed to be cracked. No other visual defects were observed. Due to the dislodged and broken luer lock valve, we were unable to test the patency of the co2 insufflation port. Based on the return condition of the device, the reported failure "improper flow or infusion¿ was confirmed as well as confirmed for the analyzed failure "break".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 6 accessory pack btt wasn't allowing flow. The hospital went into the other leg and used a competitor's product to complete the procedure. The hospital did not report any patient effects.